Event description:
It was reported that the procedure was to treat an acute myocardial infarction patient. The target lesion was located in the proximal left anterior descending artery with heavy calcification. Pre-dilatation was performed and the 2.5 x 23 mm xience prime stent delivery system (sds) was advanced with some resistance noted due to the calcification. The stent was positioned in the target lesion and deployed successfully. The sds balloon was deflated and retracted proximal. The sds balloon was re-inflated proximal to the first lesion treated; however, the balloon could not be deflated. During the attempts to retrieve the sds, the distal shaft separated 30 cm from the distal end. The shaft was retrieved with a goose neck snare. The proximal lesion was treated with an unknown stent. A delay in the procedure was noted due to the need to retrieve the distal shaft; however, the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4): used for improper or incorrect procedure; against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The deflation issue and difficulty during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this instance, the IFU deviation does not appear to have contributed to the reported deflation issue, however, it likely contributed to the shaft damage/separation.